Event description:
The customer complained the tube is stiff to move when carrying out small movements. The radiographer is complaining of sore shoulders. Radiographer wa has had a surgery at the left shoulder and needs a surgery at the right shoulder.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).